Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose did not come down. Customer experienced high blood glucose level. Customer's blood glucose value was 188 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection and insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No harm requiring medical intervention was reported. The device will not be returned for analysis.